Event description:
It was stated that the insulin pump was exposed to an MRI and then began alarming motor error. Troubleshooting was performed and the insulin pump failed to displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed.